Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/30/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed few scratches at the optic area. Unable to determine if these scratches are a result from lens stuck in cartridge or handling. Lens was further measured and all measurements were within specification. The complaint event cannot be confirmed, however, there were scratches found on returned sample. How and when the scratches were introduced could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record was not reviewed since the lot number was not provided. Labeling review: the labeling review was not completed since the lens model was not reported. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product is not implantable. The lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 23.5 diopter intraocular lens (iol), used with an unknown model cartridge, was partially delivered into the patient's left eye (od). This resulted in half of the lens being stuck in the cartridge and the other half stuck in the incision site. The lens was removed and replaced and there was no patient injury. Reportedly, the doctor felt that this event occurred probably due to patient movement. No additional information was provided.